Event description:
It was reported that the patient received noise reversion alerts. Emi was suspected. The patient indicated swimming at a pool at the time of the noise event. No more episodes were detected. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.